Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. On (B)(6) 2025 we have received an already opened customer pouch containing one unused electrode. An electrical test was performed. The tested customer samples was found to perform within limits. Although the customer stated that the involved device was in their possession, the returned device showed no signs of ever having been applied to a patient. We therefore do not consider it to be the involved device. We have requested further information, a questionnaire to be completed and the involved device but have not received any so far. No conclusion can be drawn what might have caused the claimed incident. We will therefore provide a follow up report.

Event description:
On (B)(6) 2025, we have been informed about an incident involving a monitoring dispersive electrode model skintact neutral electrode ref.: (B)(4) and a "covidien valley lab ft10 ft series energy platform ref vlft10gen" esu generator was used at an unknown user facility in australia. The initial reporter informed leonhard lang: " there has been a burn incident with product item rs27/5 lot number 250124-0807. (...) I have also received the plate back in question which I can send to you." We additionally have received further information on the incident: the electrode was placed on the patient abdomen. The injury was described as "size of 20 cent piece located right in the middle of the diathermy pad. Same nurse put the pad on and removed 20 minutes later. Skin was intact at start of case and burn noticed at the end upon removal. Nil fluids/prep used in this area. Cables and diathermy machine working correctly". We have requested further details for customer samples and a filled in questionnaire. No further details have been received despite repeated requests.

Event description:
On july 09th, 2025, we have been informed about an incident involving a monitoring dispersive electrode model skintact neutral electrode ref.: rs27/5 and a "covidien valley lab ft10 ft series energy platform ref vlft10gen" esu generator was used at an unknown user facility in australia. The initial reporter informed leonhard lang: " there has been a burn incident with product item rs27/5 lot number 250124-0807. (...) I have also received the plate back in question which I can send to you." We additionally have received further information on the incident: the electrode was placed on the patient abdomen. The injury was described as "size of 20 cent piece located right in the middle of the diathermy pad. Same nurse put the pad on and removed 20 minutes later. Skin was intact at start of case and burn noticed at the end upon removal. Nil fluids/prep used in this area. Cables and diathermy machine working correctly". We have requested further details for customer samples and a filled in questionnaire. No further details have been received despite repeated requests.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. On (B)(6) 2025 we have received an already opened customer pouch containing one unused electrode. An electrical test was performed. The tested customer sample was found to perform within limits. Although the customer stated that the involved device was in their possession, the returned device showed no signs of ever having been applied to a patient. We therefore do not consider it to be the involved device. We have requested further information, a questionnaire to be completed and the involved device and have been informed that: "from our records this case can be closed." Since neither the involved device nor further information are available for investigation, we cannot conduct further investigations or draw any conclusion. Therefore, no conclusion can be drawn what might have caused the claimed incident. We will close the investigation and the report.